Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board need to be replaced to address the issue. The customer does not want any repairs done to the unit. The device will be returned unrepaired, customer to be informed that device has not been serviced and may not be appropriate for use.